Event description:
The download from a male patient revealed a couple of "battery charger fault" flags. Lifecor customer support called the patient and left a message for the patient, with the patient's wife. On 07/31/2008 support attempted to reach the patient and left a message for him. On 08/01/2008 support received an e-mail that the patient had received an ICD in 2008.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the faults was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last patient to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the patient continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack.